Event description:
It was reported that during a spondylodese procedure, the black isolation of shaft was loose. The pin which held the isolation is also loose and maybe get bent. No further info is available. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
Eval summary: the device a was returned with the blade scratches and cracked. The pin was in good condition during functional testing, an error code 5 was displayed and the blade further cracked. Device b was returned with the blade scratches and cracked. Additionally, it was noted that the insulation was damaged on the pin (bent). No conclusion could be reached as to how the damage to the device occurred. During functional testing, an error code 5 was displayed and the blade further cracked. The device will stop activating, and either emit a solid tone or display in instrument error code 5 or a solid tone on the generator display when the blade becomes damaged. When a blade has been compromised such as scratched or cracked. The titanium metal is fatigued when continually energized and this results in the blade further cracking and possibly breaking off. A possible cause of an error code 5 (instrument error) is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use. Each device is visually inspected and functionally tested prior to shipment and damage of this magnitude would have been detected during this inspection and testing. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process. Device b batch e9f114.